Event description:
It was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. Additionally, it was reported that the pump language setting changed. Tandem technical support guided the customer through a pump reset to correct the pump language setting. Subsequently, the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. A correction bolus was delivered to address bg level.

Manufacturer narrative:
Device not returned